Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip. The insulin pump was received with missing serial number label, retainer ring and reservoir tube lip o-ring. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched display window, case and keypad overlay. Unable to perform displacement test due to physical damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 17 mmol/l at the time of the incident. The customer stated that the pump was dropped a few times. The customer stated that there is a crack around the reservoir compartment. The customer stated that the ring around the reservoir compartment was broken. The product was returned for analysis.